Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem would not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation, the battery charger/modem was unable to recognize or charge a battery pack. The cause for the failure was isolated to a thermally damaged q1 transistor on the charger bedside board and a defective power supply. The root cause for the damaged component was unable to positively identified. The root cause for the defective power supply was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.